Manufacturer narrative:
During a dialysis treatment, there was 1/4 kg. Weight gain reported. The pt reportedly underwent a second, unscheduled treatment to remove the weight. A technician at the facility examined the machine and replaced the ultrafiltration pump thermal fuse. A review of the cpf history for the specific serial number machine in this complaint does not indicate that this has been a recurring condition since this specific serial number machine was released to the field. A secondary search of the dtf history for this product is not possible. The technician at the facility found the uf pump thermal fuse to be opened (failed). The fuse has not been received for investigation as of the time of this report. The thermal fuse would be returned to the MFR for investigation if they found it. No thermal fuse was returned for investigation. Without the thermal fuse a thorough investigation cannot take place. It has been seen previously that the wax in the thermal fuse melts, causing the fuse to open (fail). This is what the fuse is designed to do. Previous investigations have determined that the wax melts at the correct temperature. It is not known at this time what causes the wax to melt.it is concluded that the failed thermal fuse caused the reported incident. Customer contacted:y. Sales/service contacted by investigator:n. Training required:n.

Event description:
During a dialysis treatment, there was weight gain of approx .25 kg. Pt underwent an unscheduled treatment to remove the weight. Found to be failed uf (ultrafiltration) pump.